Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation revealed the patient received an inappropriate shock due to af with rapid ventricular response. A few weeks later when the patient presented to the emergency room, non-sustained ventricular tachycardia was observed. Assessment of the device revealed appropriate ICD function. No action was required. The patient was discharged.